Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: found plastic inside the packaging the failure(s) identified in the investigation is consistent with the complaint record. Because the failure mode was due to a manufacturing issue (foreign material inside blister package), an nc was opened to address the foreign material inside the sterile package. The probable root cause/s could be a black material (flash) from the black driveshaft was released during the shipping condition, inadequate cleaning process, environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that foreign material was found in the sterile packaging.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found in the sterile packaging.